Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the customer reported a system message of the patient side cart (psc) running on battery. The technical service engineer (tse) had the customer check the power cable (which was plugged in) and confirmed that the psc emergency power off (epo) button was not depressed. The tse recommended plugging the psc into another wall outlet to correct the issues. The customer was not able to continue troubleshooting at the time of the call, and was going to try another outlet at the end of the procedure. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the issue was resolved, but no further details were provided. It remains unknown whether the procedure was completed via battery power or via electrical current from another outlet.

Manufacturer narrative:
Based on follow-up with the customer, the reported issue was resolved. No site visit was performed, and no product is expected to be returned for failure analysis testing.